Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is unknown how long the product was inserted and whether it was removed and reinserted. No additional patient/event details have been provided to date. Should additional information become available, a follow [-up report will be submitted. Please note: there are two (2) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc.'s complaint handling and CAPA procedures.

Event description:
It was reported the balloon was overinflated with 75cc of fluid, resulting in excess being removed from balloon and no untoward affect to the patient.